Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low glucose episode that required a glucagon injection after a prolonged period without cgm readings, and the user nearly passed out but did not require hospitalization or other medical intervention. Symptoms included hypoglycemia with associated dizziness and nausea. Outcomes included the need for unexpected medication intervention in the form of glucagon. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.